Event description:
During a peripheral stenting treatment procedure, the balloon of the express biliary ld stent delivery system ruptured. The bilateral iliac pta procedure was successfully completed with another express biliary ld stent delivery system. No patient injuries or complications were reported. Patient status is reported as 'fine.'